Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, and active current measurement tests; however, during testing the unit would give off a power error detected alarm. After visual inspection of the unit's interior, there is a weak solder joint between the connector and electrical board. As a result, the connector pried loose when trying to disconnect/reconnect the internal battery to the board during the power error detected test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer stated that they were unable to clear the alarm and unable to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.